Event description:
It was reported an error occurred. Followup indicates the error occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a software error. As a result the software was reloaded and the hard drive was reconfigured. (B)(4).